Event description:
The micro sagittal saw was returned for service. Upon eval at the MFR, it was found to overheat. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, the eccentric ball bearing on the driver was found to be broken and the handpiece was found to have widespread corrosion. The presence of a broken eccentric ball bearing and widespread corrosion could cause or contribute to the handpiece heating up.